Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After crossing of the guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, however, during inflation the balloon ruptured at six atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.